Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision procedure to reposition the right ventricular (rv) lead, there was a problem with the device set screw. When reattaching the lead to the pacemaker, the set screw was tightened and clicks were heard. However, when pulling on the lead, it came out easily. An additional attempt was made to loosen and tighten the set screw, but the lead came out again. The device was removed, and a new pacemaker implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had been repositioned due to high thresholds and complaints of stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.